Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for two (2) unknown locking screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown locking screws. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that two (2) variable angle (va) locking compression plate (lcp) distal humerus plate could not lock properly with two (2) unknown va locking screws during an orthopedic procedure on (B)(6) 2018. The surgeon stated the operative procedure was followed properly and that there was no irregular factor about the surgery. No surgical delay reported. The procedure was completed successfully. Patient outcome was not reported. This report is for two (2) unknown locking screws. This is report 3 of 3 for (B)(4).